Event description:
****This is a follow up report. The lab evaluation for this complaint was carried out on (B)(6) 2020. The investigation is still on-going***

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x echo-19 of lot # c1643981 was returned to cirl for evaluation open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 16th september 2020. In summary the following results were observed in the lab evaluation: the needle tip was found to be kinked distally. The needle and the sheath was observed to be broken below sheath extender, this proximal break occurred while in transport returns. Following the laboratory evaluation additional information was requested. As per additional information provided, "customer confirmed there is no proximal needle break during procedure and before return to cook." Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1643981 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1643981. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. The damage could have potentially occurred when the user was taking the device out of the packaging or during preparation as indicated in additional information the device did not appear to have been damaged in the packaging. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on 08-oct-2020. The results and conclusions are outlined in section h of this reportuser opened the package and detect the tip of needle bent. No use on patient. User changed another same device to complete the procedure. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Fundus of stomach 3. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s. Etc. 2. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 3. Please describe the size of the intended target site. Unknown .4. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 5. Was the device used in a tortuous position? 6. Are images of the device or procedure available? 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? Yes 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? 11. Was force required on insertion of device into scope? 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 13. Was difficulty experienced while retracting the needle? 14. Was the syringe used during the procedure, after the stylet was removed? 15. Was the needle able to be fully retracted before removing from the patient? 16. Was gaining access to the targeted site difficult? 17. Was the endoscope in a flexed or twisted position at any time during the procedure? 18. Was needle penetration of the targeted site difficult? 19. Was the stylet partially removed prior to advancement of needle? 20. How many biopsies/passes were obtained with use of this needle? 21. Did any section of the device detach inside the patient? 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? 24. Was there difficulty in attachment / detachment of the leur to the scope? 25. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Procore.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and detect the tip of needle bent. No use on patient. User changed another same device to complete the procedure. No adverse effects to the patient currently reported.